Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose over 600mg/dl, and she could not get her glucose level to come down. The customer stated that she changed the infusion sets several times and the cannula was bent each time the infusion set was removed. The caller mentioned having scar tissue, but she attempted to put the infusion sets around. Assisted the caller to perform the fixed prime test, a single drop of insulin did exit and the device did not alarm no delivery. No further information was provided.